Event description:
A caller reported a cartridge alarm 30 occurring during the load process, which led to consecutive cartridge alarms, confirmed by technical support. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. In response, the customer planned to use multiple daily injections as backup therapy while awaiting a replacement pump from technical support, who also provided guidance on using the updated device and instructions for returning the faulty pump.